Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "pc mfg with communication error, red light, and alarm stating air in line. Product malfunctioned 6 times in 8 minutes with nurse trying to repair each time." Event type is listed as injury, and event outcome is listed as required intervention, however no details are provided. No other information is available, no customer information is provided or available.